Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi: review of all complaints of a1401 - deflation problem for the period of may 2019 through apr 2021 related to date opened indicates that twelve points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a1401 - deflation problem complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: curved opening, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved sharp opening due to unidentified(tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.